Event description:
Customer reported a button error alarm on the insulin pump. The blood glucose reading was 108 mg/dl. She stated that she was very sweaty and that the buttons were touching her skin. Nothing further was reported.

Manufacturer narrative:
Insulin pump powered up properly after battery installation. Insulin pump received with operating currents within specification. Insulin pump was monitored and no blank display anomalies were noted. No damage on the connector lcd isolation tape noted. Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Insulin pump received with cracked case at display window corners, battery tube threads and minor scratches on display window.

Manufacturer narrative:
This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.